Manufacturer narrative:
(B)(4) date sent to the FDA: 10/05/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a right hemicolectomy procedure on (B)(6) 2015 and absorbable adhesion barrier was used under the small surgical incision on the greater omentum. During the procedure, there was no blood transfusion and intraoperative blood loss was eighty milliliters. On (B)(6) 2016, the patient died due to worsening of the ongoing disease. It was also reported that causal relationship with absorbable adhesion barrier is unknown. No further information is available.

Manufacturer narrative:
Additional information was received and there has been no alleged deficiency with the device. This file will be voided accordingly. Should any additional information be provided, the file will be reviewed and updated as necessary.